Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2.0mm x 220mm x 150cm, coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was replaced with another 2.0mm x 220mm x 150cm coyote balloon catheter. However, during inflation, the balloon also ruptured. The procedure was completed with a non-bsc non-compliant balloon. No patient complications were reported.